Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the device had a sterility issue and a damaged seal, when the product opened, the blue handle seemed to be contaminated and or dirty, with a sticky film on in. Another one was opened and had a sticky film on it as well. A new trocar was used in order to resolve the issue. Patient status was asked but was not known.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two photographs of a device. The first photo depicts a full view of the back of the product label. The second photo depicts the obturator and trocar in their yellow shipping wedge. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The device was not received, only photographs, so our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.